Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, the device unexpectedly powered off during therapy. The device was removed from the patient and replaced with another unit. Following replacement, ino therapy was resumed without further issue. No patient harm or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: 3100a; map 16, amplitude 24, hertz 7, ti 33%, bias flow 20lpm fio2 38%.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, an issue associated with the power circuit board was identified. The power circuit board was replaced, after which the device successfully met all manufacturer specifications, including power cycling performance, nitric oxide delivery accuracy, gas monitoring performance, alarm functionality, and overall device operation. Based on the results of the device evaluation and the information available, the investigation concluded that the reported event was attributable to a malfunction of the power circuit board. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.